Manufacturer narrative:
Additional information was received indicating the patient will continue routine follow-up appointments and the system will be reevaluated when the device requires a normal change out. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance of >125 ohms one day post implant. Additional information was received indicating shock impedance measurements greater than 125 ohms continued to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed that the issue could be the shocking vector that was programmed, as triad was nominal in this device. The defibrillation lead was a single coil lead, so the distal coil to can vector was recommended. Once that was corrected, the shock impedance was 72 ohms, which was within normal range for a single coil lead. The device and lead remain in service without further complication. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.